Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 598 mg/dl while using a non-tandem infusion set; cause was a kinked/bent cannula. The customer administered a bolus via pump as well as a manual injection to correct bg. The customer declined to provide further information, so the infusion set information could not be obtained by tandem technical support.